Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2018 as no event date was reported. Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken in two pieces. The first piece measured approximately 141.7 cm from the top of the connector to the break. The second piece measured approximately 176 cm from the break and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on september 27, 2018 that a flexiva 200 laser fiber was unpacked on an unknown date. There was no procedure. According to the complainant, the fiber was noted to be broken inside the sealed package. Reportedly, no patient or procedure were associated with this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was unpacked on an unknown date. There was no procedure. According to the complainant, the fiber was noted to be broken inside the sealed package. Reportedly, no patient or procedure were associated with this event.